Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised they may continue using the pump and instructed to call back if the issue appears again.